Event description:
It was reported via the patient that during a total knee replacement surgery, the blade potentially broke at the mount. It was further reported that the surgeon was not aware of the blade breaking during the procedure. It was further reported that the broken piece was left behind in the patient, this was confirmed during a post-operative x-ray. It was also reported that there are no plans to remove the broken piece.

Manufacturer narrative:
The blade subject to this MDR was not returned for eval, however, it was confirmed that the blade broke at the mount. Lot number info has not been provided to permit further investigation. The root cause is multi-factorial.